Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after the catheter is implanted, the machine alarmed, and blood was found in the helium pathway. As a result, the catheter was removed. It was found that the bond between the anterior segment of the balloon and the central cavity fell off". Additional information received stated that the second catheter was inserted at the same site location as the first. Patient condition reported as "fine".

Event description:
It was reported that "after the catheter is implanted, the machine alarmed, and blood was found in the helium pathway. As a result, the catheter was removed. It was found that the bond between the anterior segment of the balloon and the central cavity fell off". Additional information received stated that the second catheter was inserted at the same site location as the first. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of iab blood in helium pathway is confirmed. The sample was returned for investigation. No serial number was reported. The serial number on the returned sample is mk10469. The reported lot number matches the lot number for the returned sample. Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging box. Returned with the sample was the supplied 30cc inflation driveline tubing; no blood or abnormalities were noted to the tubing. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped; during visual inspection of the bladder tip, it was noted the distal end of the bladder was no longer attached to the iabc distal tip. Some dried blood was noted on the exterior surfaces of the returned iabc. A small amount of dried blood was also noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0065in-0.0067in and was within specification of internal process documents. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with internal quality system document. The iab catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some dried blood was noted. The iabc was leak tested in accordance with testing methods from internal manufacturing procedure. A leak was immediately detected from the distal tip of the bladder membrane which was consistent with the bladder tip not attached to the iabc distal tip. Upon microscopic inspection, the distal end of the bladder membrane was found detached from the distal tip of the returned iabc. Upon inspection, the iabc distal tip was still fully intact with the central lumen. The iabc was leak tested again, with the distal tip of the bladder clamped off, and no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder not attached to the distal tip. The root cause is manufacturing related. A corrective and preventive action (CAPA) has been initiated to address the issue.